Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm, and upon ballooning with a boston scientific equalizer balloon, the patient's iliac was perforated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).